Manufacturer narrative:
(B) (4). Results/conclusions: device and procedural images not returned.

Event description:
A 2.0 mm x 20 mm sprinter rx dilatation balloon catheter was inserted into a pt for the treatment of an unk lesion. The lesion morphology was moderately tortuous with little calcification. It was reported that the balloon catheter was inserted to the lesion site; upon inflation, a leak of contrast was observed. The device was successfully removed. No clinical sequelae were reported, and the pt is fine.